Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the investigation will include a review of the last two incoming inspections and material specification. As the complaint does not specify the lot number needed to review the DHR, the investigation will also include the revision of the last three lots of the product specified to verify if the manufacturing process complies with specifications. The incoming documentation was reviewed, and no discrepancies were identified during the material inspection. Furthermore, there have been no changes to the material or the supplier. A review of randomly selected device history records (dhrs) for this product confirmed that the manufacturing process remains in compliance with specifications. The root cause could not be identified. The investigation reviewed the incoming paperwork and material inspection records, confirming no anomalies were present. The last 3 dhrs manufactured were also reviewed and found to be within the specifications. Additionally, no changes were identified in the material composition or supplier, ensuring consistency in the supply chain. Given these findings, it is unlikely that the issue originated from the incoming material. No actions are required, since the investigation confirmed that the incoming paperwork, material inspection records. And the last 3 manufactured lots showed no anomalies. No verification is required since the investigation confirmed that the incoming paperwork, material inspection records. And the last 3 manufactured lots showed no anomalies." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "it was falling when in use". Additional information received states that "the strips were fraying and beginning to disintegrate once they were introduced into the operative sites and were moistened. One particular surgeon noted it because he was performing microsurgery and could see under the microscope a lot of debris in the wound from the strips which caused him to have to excessively irrigate the wound without confidence that none was retained for sure. He was very concerned this could cause harm to the patient especially if the wound was closed with debris still in there that was not seen". The information further states "I have not heard any updates as to the patient's status post-surgery at this time. That would be up to the surgeon to follow up on if he chooses to do so. Additionally, the scrub techs complained as well about how after unpacking the strips and trying to, separate them, they would already begin to fray and fall apart even prior to getting moistened".

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "the incoming paperwork was reviewed, and no anomalies were found in the incoming material inspection. Additionally, the material has not changed, and the supplier remains the same. Review of random dhrs from this product revealed that the manufacturing process is according to specifications. Root cause could not be determined." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "it was falling when in use". Additional information received states that "the strips were fraying and beginning to disintegrate once they were introduced into the operative sites and were moistened. One particular surgeon noted it because he was performing microsurgery and could see under the microscope a lot of debris in the wound from the strips which caused him to have to excessively irrigate the wound without confidence that none was retained for sure. He was very concerned this could cause harm to the patient especially if the wound was closed with debris still in there that was not seen". The information further states "I have not heard any updates as to the patient's status post-surgery at this time. That would be up to the surgeon to follow up on if he chooses to do so. Additionally, the scrub techs complained as well about how after unpacking the strips and trying to, separate them, they would already begin to fray and fall apart even prior to getting moistened".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
The report states "it was falling when in use". Additional information received states that "the strips were fraying and beginning to disintegrate once they were introduced into the operative sites and were moistened. One particular surgeon noted it because he was performing microsurgery and could see under the microscope a lot of debris in the wound from the strips which caused him to have to excessively irrigate the wound without confidence that none was retained for sure. He was very concerned this could cause harm to the patient especially if the wound was closed with debris still in there that was not seen". The information further states "I have not heard any updates as to the patient's status post-surgery at this time. That would be up to the surgeon to follow up on if he chooses to do so. Additionally, the scrub techs complained as well about how after unpacking the strips and trying to, separate them, they would already begin to fray and fall apart even prior to getting moistened".